Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempted to pair a new dexcom g6 sensor to the ilet using the same transmitter and encountered intermittent communication failure during pairing to the ilet, after which the device unexpectedly entered the setup workflow following a restart; device component involvement included the antenna and the electrical/magnetic communication system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Failure investigation revealed no fault found with the device.